Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient felt their lead pull out of the sacral space following strenuous activity. It was confirmed that the lead had migrated. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.